Event description:
Hcp reported patient had withdrawal symptoms and was admitted to the ER. The patient was treated with IV morphine and the withdrawal symptoms subsided. The patient was discharged from the hospital with supplemental oral pain medication. The patient's pump is not due to be refilled. Troubleshooting options are being considered and include reservoir volume discrepancy determination, programming changes, and radiological evaluation of the intrathecal catheter integrity and pump rotor movement. 12/05/2006 manufacturer's device registration indicates the pump was explanted and replaced in 2006. Will continue to follow up with hcp to obtain patient outcome, and if the explanted pump will be returned to manufacturer for analysis. A follow up report will be sent when new information becomes available.